Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl and 247 mg/dl. The customer was treated with juice box and a piece of string cheese. It was reported that they calibrated the sensor with the blood sugar and then sensor stopped working. The customer declined troubleshoot for low blood glucose. The customer was advised if needle was removed when sensor was not flush with skin you can lose rigidity and support for sensor which can lead to bent sensors. The insulin pump will not be returned for analysis.